Event description:
A radial jaw was going to be used for a diagnostic bronchoscopy. Before the procedure, while inserting the device into the working channel of the scope, it was noted that the pull wire was broken. There were no complications or intervention reported with this event.